Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 19mm trifecta valve was implanted. At an unknown later date, aortic regurgitation was observed during a routine checkup. On (B)(6) 2022, there was suspected adhesion of the non-coronary cusp and right coronary cusp stent post. The device was explanted and replaced. During explanation the cuff was damaged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported and no adverse patient effects.

Manufacturer narrative:
Explant due to regurgitation was reported. The investigation found that leaflet 3 was torn. Calcifications were present on all leaflets. There was no circumferential fibrous pannus ingrowth on the inflow and outflow surfaces which extended onto the leaflets; however, there was fibrous thickening on all cusps. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the 3 mm tear in the free edge of the leaflet 3 along the stent post shared with leaflet 1 was associated with calcification. In addition, the fibrous thickening noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. There is no indication of a product quality issue with regards to manufacture, design, or labeling.